Event description:
It was reported that the ilet user experienced infusion delivery issues after deploying a couple of infusion sets incorrectly, which was identified and addressed during a video call where a supply change was completed. There were no reported alerts or alarms and no clinical symptoms were documented. Outcomes included successful troubleshooting and education with completion of the supply change, and no hospitalization. Investigation included remote troubleshooting and user education focused on correct infusion set deployment and connector attachment. Investigation of this case revealed user-related infusion set handling resulting in improper deployment or incomplete connection, with no device alarm activity observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application and connection.